Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the load process but with no adverse impact on the customer's blood glucose level. The customer had not previously reported specific cartridge alarms with this pump but experienced alarms with consecutive cartridges. Technical support confirmed the issue and resolved it by replacing the pump, which will be sent with updated software. The customer understood the procedures for returning the problematic pump and was provided instructions for putting it into storage mode. A backup insulin pump would be used to ensure insulin delivery is not interrupted, and the shipping address was confirmed for delivery.